Event description:
It was reported during the procedure, while connecting the pacemaker to the lead, no pacing was noted on the pacemaker (pm). Despite several attempts, the pm was not used, and the physician elected to complete the procedure with a different pacemaker. The patient remained stable and continued pacing normally.

Manufacturer narrative:
Reported event of failure to capture could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported event of failure to capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.